Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure fractured and was removed in three pieces/ two pieces of essure coil'), embedded device ('essure device was embedded') and device dislocation ('removal of peritoneal foreign body from peritoneal cavity (bilateral)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain female"). The patient was treated with surgery (laparoscopic bilateral salpingectomies hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, embedded device and pelvic pain to be related to essure. The reporter commented: discrepancy in device insertion date:date: (B)(6) 2014 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2019: impression: 1. Small metallic remnant of the tubal occluding devices bilateral. 2. Gastro limits within the uterus and urinary bladder probably iatrogenic. 3. Relative thickening consolidation of the tail of the pancreas is very likely physiologic but consider dedicated pancreatic CT scan pre and post contrast for more definitive evaluation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical records received new reporter information was added. Medical device removal replace with new event added device breakage, embedded device was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure fractured and was removed in three pieces/ two pieces of essure coil'), embedded device ('essure device was embedded') and device dislocation ('removal of peritoneal foreign body from peritoneal cavity (bilateral)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain female"). The patient was treated with surgery (laparascopic bilateral salpingectomies hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, embedded device and pelvic pain to be related to essure. The reporter commented: discrepancy in device insertion date:date: (B)(6) 2014 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2019: impression: 1. Small metallic remnant of the tubal occluding devices bilateral. 2. Gastroc limits within the uterus and urinary bladder probably iatrogenic. 3. Relative thickening consolidation of the tail of the pancreas is very likely physiologic but consider dedicated pancreatic CT scan pre and post contrast for more definitive evaluation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.